Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized for low blood glucose of 25 mg/dl at (B)(6) hospital. The customer stated he had a seizure after drinking a fruit smoothie and had broken his leg. The customer is unsure about the treated for the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. The patient was assisted with trouble shooting the insulin pump and found that the pump worked as it was designed. The patient was advised to monitor the insulin pump for any issues. No further information was provided.